Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Post filter deployment, the patient underwent fluoroscopy of abdomen to evaluate the ivc filter. Mal-alignment of one of the superior arms in the superior position along the lateral aspect of the ivc was observed. The filter appeared well centered. Its superior struts appeared attached to the wall and the filter appeared to have migrated caudally. There was an unsuccessful attempt made to retrieve the filter but subsequently the filter was retrieved from the ivc. Patient presented with pe post implant after the implant of optease filter. Therefore, the investigation is confirmed for material deformation, caudal migration of the filter and retrieval difficulties. However, the investigation is inconclusive for filter tilt and pe post implant. However, the investigation is unconfirmed for cephalad migration of the filter. Based on the medical records, pe was experienced only after the implant of non-bard filter, hence there is no clear evidence to confirm pe post implant of the bard eclipse filter. Per medical records, multiple attempts were made to engage the apex of the filter using snare but were unsuccessful due to material deformation. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2013), (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated caudally, tilted and embedded in the wall of ivc with misalignment of one of its superior arms along the lateral aspect of the ivc. The device was removed percutaneously with difficulty during removal. The patient experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.